Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was blank and looks like stain in it and the customer get half screen. The customer¿s blood glucose level was 158 mg/dl. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with missing segments due to broken and bleeding lcd display window noted. Insulin pump passed displacement test.